Event description:
Device 1 of 2. Reference MFR. Report 1627487-2013-23041. It was reported the patient had an abscess in (B)(6) 2012, at the lead site which healed. Since that time, the patient continued to experience soreness and tenderness at the lead site. It was also reported the abscess resurfaced and it was unable to be treated. The patient's scs system was explanted. The patient's spouse indicated cultures were taken which were (B)(6). The patient was treated with antibiotics and the issue is resolved.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.